Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Emi was present on the electrogram. A lead integrity alert triggered on (B)(6) 2014 for short integrity count and ventricular non-sustained tachycardia episodes occurring at the same time as emi episodes. (B)(4).

Event description:
It was reported that the patient received two shocks while using an electric weed whacker and noise was noted. The device remains in use. No further patient complications have been reported as a result of this event.